Event description:
It was reported the customer had a no delivery alarm during a bolus. The customer's blood glucose was unknown at the time of the incident. The customer was unable to troubleshoot at the time of the call. Customer requested to have their insulin pump replaced. Advised the customer to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.